Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03619. The patient received 2 scs anchors with different lot numbers. It was reported the patient is experiencing discomfort due to her scs anchors being superficial. Subsequently, surgical intervention was scheduled to address the issue. Follow-up identified surgical intervention has not yet taken place due to the patient being sick the day the intervention was supposed to take place.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.